Event description:
Medtronic received information regarding an imaging system being used during sacroiliac and thoracolumbar procedure. It was reported that they were unable to open the gantry. System booted properly, rep closed gantry, was unable to take images, and then was unable to open the gantry after. No error messages on image acquisition system (ias). They had to manually open the gantry. Unknown how they are proceeding with the case at the time of call. This issue occurred intraoperatively and there was unknown impact on patient involved.

Manufacturer narrative:
(H3,h6) : manufacturing representative went to the site to test the system. They found that the unit would stop abruptly during mid-spin. They took off all covers and inspected, checked sensors, and troubleshot. While doing this and being there for a few hours, site was informed by the customer that they wanted to try and use the unit for a case, even if site had not found the problem yet. Site recommended to them that site would not recommend it but it was hospitals call. So, they had me put it back together and site left and said site would be back monday for more troubleshooting. (B)(6) 2026 - they showed up and found possible issues with gantry controller and replaced gantry controller, they also found the door switch was intermittent and so we replaced the door switch. They checked all connections and did a full system check out along with doing many spins afterwards to ensure not to reduplicate the issue. Codes b01, c02, d02 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000442; product ID: bi71000192; product ID: bi71000166: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Annex f code updated to f1906. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3,h6) : manufacturing representative went to the site to test the system. They were unable to confirm reported complaint, "unable to open gantry." Install control box into test system. The system booted and readied on each power cycle. Perform motion calibrations, all passed. Door function was normal open and closed correctly. Motion travel on all axes was smooth and functional. Perform 2d and 3d images, all were successful. No fault found while under test. Codes b01, c19, d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.